Event description:
The product was returned to the manufacturer for evaluation. It was determined that the device had collected approximately 250cc of blood. Because this is contrary to what was reported by the customer in that no blood was collected, the regulatory decision is being re-evaluated. No medical intervention and no delay was reported. It was not reported whether pre-donated or banked blood was required.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The device operated properly during the evaluation. Therefore, the complaint could not be duplicated.